Event description:
It was reported that this implantable pacemaker switched to safety mode and exhibited possible premature battery depletion. The device is expected to be replaced. No adverse patient effects.

Event description:
It was reported that this implantable pacemaker switched to safety mode and exhibited possible premature battery depletion. The device is expected to be replaced. No adverse patient effects. The device was explanted and replaced. No additional adverse patient effects. The device is not expected to be returned for analysis as it is no longer at the explanting facility.